Manufacturer narrative:
Initial and final (B)(4) - device 1 of 5. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced five infusion set adhesive patch detached from cannula housing/base prior to insertion event on (B)(6) 2026. Due to the event, patient experienced high blood glucose level measuring 450mg/dl and was treated with correction injection via multiple daily injections (mdi). The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.